Manufacturer narrative:
Additional information: attached voluntary medwatch report: (B)(4) was received via FDA. Multiple attempts were made to obtain additional information from the user facility but no additional information is available at this time. Investigation - evaluation: a review of the drawing, instructions for use, manufacturing instructions, quality control data, and trends was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. A device history record or complaint history review could not be performed as the complaint lot number was not provided. The manufacturing documents in place at the time of the event were reviewed and it was found that the catheter hubs and manifold were visually and physically inspected by quality control and no notable gaps in production or processing controls were noted. The risk specification for this product includes the failure modes extension tube fracture and separation of catheter hub/manifold, and identifies that multiple risk controls are in place to mitigate the risk of these types of failure. Per the instructions for use: "the device is a short term use catheter," and "patient movement can cause catheter tip displacement. Use should be limited to controlled hospital situations." Based on the provided information, no product returned, and the investigation, the root cause of this event is deemed to be product use/handling related. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the instructions for use: "the device is a short term use catheter," and "patient movement can cause catheter tip displacement. Use should be limited to controlled hospital situations." Based on the provided information, no product returned, and the investigation, the root cause of this event is deemed to be product use/handling related. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, when the patient's caregiver went to move them out of a stroller, their double-lumen ventral venous line (cvl) became caught under one of the wheels and snapped. The red lumen broke off. The nurse clamped the lumen, and pediatric surgery was called. The lumen reportedly broke right above the bifurcation of the device, so the repair kits which were available were not able to repair a break in that location. A double lumen repair kit was needed, and the central supply department of the facility was not familiar with how to obtain one. Additional information has been requested, but as of the date of this report no further information has bee made available. The customer did not indicate whether or not the product would return.